Event description:
Two suture anchors were implanted into the glenoid bone. The proximal portion of both anchors, broke free during insertion and were removed from the patient. Based on the reported information, it is currently understood that the distal portion of the anchors remained implanted in the bone. A backup device was used to complete the repair. There was no surgical delay, patient injury or further procedural complications. Reported.